Manufacturer narrative:
Omsc evaluated the one of the two devices and found as follows; the coating of the probe was partially missing. There was a scratch on the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a pancreaticoduodenectomy, two devices were used. When the user using the first device, a probe damage error occurred. The user exchanged to the second device and continued the procedure. The intended procedure was completed. There was no patient injury reported. Two devices were returned to olympus medical systems corp.(omsc). Omsc investigated them on sep. 25, 2018. Omsc could not identify which is the first device, however, from one of the two devices, omsc found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating.